Event description:
It was reported that this left ventricular (lv) lead was explanted due to muscle stimulation. A new lead was successfully implanted. This device is not expected to return for analysis. No additional adverse patient effects were reported.